Manufacturer narrative:
(B)(4). Chammout, g. Et al. (2016). More complications with uncemented than cemented femoral stems in total hip replacement for displaced femoral neck fractures in the elderly. Acta orthopaedica, 88 (2), 145-151. Doi 10.1080/17453674.2016.1262687. (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04625.

Event description:
It was reported that a patient sustained a dislocation of the prosthesis, this dislocation occurred after a fall. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.